Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. No noise was seen on the electrogram during testing. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing of noise. Upon further review the noise was determined to be due to fluid. The clinic informed the field representative that the patient had been getting fluid drained weekly for awhile. No x-ray was taken and no further issues were suspected. Tachycardia therapy was programmed off in the subcutaneous implantable cardioverter defibrillator (s-ICD). The s-ICD and electrode remain implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
This report was filed to correct the information to describe the event or problem that was inadvertently incorrect on the initial report. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. No noise was seen on the electrogram during testing. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing of noise. Upon further review the noise was determined to be due to fluid. The clinic informed the field representative that the patient had been getting fluid drained weekly for awhile. No x-ray was taken and no further issues were suspected. Tachycardia therapy was programmed off in the subcutaneous implantable cardioverter defibrillator (s-ICD). The s-ICD was ultimately explanted and the electrode surgically abandoned. No additional adverse patient effects.